Manufacturer narrative:
During follow up call with the clinical diabetes specialist on (B)(6) 2016, the customer attributed low bg levels to be due to not eating. Reportedly, cds worked towards a resolution with the customer, and the issues had been resolved. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 65 mg/dl. Reportedly, to treat bg level, the customer consumed orange juice and ate crackers. Recommendation was made to consult with health care provider regarding diabetes management.